Event description:
Available information: medical providers attempted to deploy the bravo capsule during procedure. There was one failed attempt, thus requiring the need for a total of 2 bravo systems before achieving successful deployment. Lot #64073f.